Manufacturer narrative:
Facility discarded device.

Event description:
The user facility reported that the tourniquet cuff lost pressure throughout a procedure. There were no reported adverse consequences; there was no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.